Manufacturer narrative:
Ten months after having a precise stent placed in the right common carotid artery with a 95% stenosis, the stent was noted to have a 90% restenosis. Angioplasty was performed reducing the restenosis by 30%. The patient exhibited no neurological symptoms and there was no reported patient injury. According to the physician, the patient has aortitis syndrome and is vulnerable to intimal thickening. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Corrective actions will not be opened at this time. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Vessel occlusion, restenosis or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
Ten months after having a precise stent placed in the right common carotid artery with a 95% stenosis, the stent was noted to have a 90% restenosis. Angioplasty was performed reducing the restenosis by 30%. The patient exhibited no neurological symptoms and there was no reported patient injury. According to the physician, the patient has aortitis syndrome and is vulnerable to intimal thickening.